Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the plunger was difficult to advance therefore device use was discontinued and a back-up lens was implanted. There was no harm or injury to the patient; however, the event led to prolonged surgery. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The user discontinued use of the device per the IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Without the ability to examine the device and without clear event detals being provided it is not possible to establish why the plunger was difficult to advance in this case. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 113228964.

Event description:
On (B)(6) 2024, rayner received notification from a healthcare facility in germany of an event that occurred during use of a rayone emv rao200e. The event description provided states that the plunger was difficult to advance therefore device use was discontinued and a back-up lens was implanted. There was no harm or injury to the patient; however, the event led to prolonged surgery.